Manufacturer narrative:
The cobas pro ise analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results for 4-5 samples from the cobas pro ise analytical unit. Data for 2 examples was provided. Example 1 initial result was 147 mmol/l. The repeat result from another ise module was 154 mmol/l. The repeat result from the original module was 146 mmol/l. The questionable result was not reported outside of the laboratory for this example. Example 2 initial result was 147 mmol/l. The repeat results from another ise module were 141 mmol/l and 140 mmol/l. A corrected report was issued for this example. The repeat results were believed to be correct.